Manufacturer narrative:
A ts representative suggested performing isometric testing and compression testing while executing shock impedance measurements in a row. This was performed and the shock impedance remained stable at 107 ohms. No noise was observed. Pacing impedance and threshold measurements were obtained and the impedance measurement was stable while the thresholds had increased. It is suspected that the lead is malfunctioning and a revision has been scheduled. At this time, this crt-d remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
At a later date, this crt-d was successfully replaced and returned for laboratory analysis. No adverse patient effects were reported.

Event description:
The patient was seen again and although there was an out of range shock impedance measurement in the daily measurements, the measured impedance was between 107 to 110 ohms. Boston scientific technical services (ts) was contacted for advice.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this crt-d was performed. A review of the device memory confirmed the history of higher than normal shock impedance measurements. The associated lead with this device was a single coil lead and higher shock impedance measurements are normally associated with a single coil configuration. A visual inspection of the device header and case noted no anomalies. Measurements were taken on each port to ensure they are the specified size and that the is-1 pin has proper contact when inserted. The ports on this device were found to be within specification. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis did determine that the shock impedance measurements were high but no anomalies were found. This device met all specifications during testing and is operating as designed.

Event description:
At a later date, a red alert was issued through the latitude system after the device detected an out of range shock impedance on the defibrillation lead.

Manufacturer narrative:
The alert was sent to the physician via the website. At this time, this device remains implanted and in service. No additional information is available.

Event description:
Boston scientific crm received information that during a normal patient follow up, it was discovered that there were intermittent shock impedance values above 125 ohms recorded by this cardic resynchronization therapy defibrillator (crt-d) on the associated defibrillation lead. Shock impedance measurements were taken again and varied between 107 to 109 ohms when the patient was lying down and 96 to 99 ohms when the patient was standing up. The shock impedances were also high at implant but when induction testing was performed, the shock impedances were 90 ohms. No adverse patient effects were reported. A save to disk was performed and sent to boston scientific technical services (ts) for evaluation.

Manufacturer narrative:
A ts representative attempted to access the data but was unable to as the file was incomplete. The ts representative discussed that the 90 ohms measurement is out of typical range for shock impedances but it is common to see higher impedance values with single coil defibrillation leads. Another save to disk has been requested and the patient will be seen in one month. At this time, this crt-d and lead remain implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.